Manufacturer narrative:
The device was received at spacelabs depot repair, and the reported problem was verified. The power supply pcba was replaced. The repaired unit passed all functional tests and was restored to service. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2017, the data became frozen on the bedside monitor during use. No one was injured as a result of this event.